Manufacturer narrative:
A customer from outside the united states reported observation of reproducible elevated advia centaur ca 19-9 results for one patient which were discordant relative to alternate-method testing. No issues were noted with assay quality control (qc). When the sample was re-tested following peg pre-treatment of the sample, a much lower advia centaur ca 19-9 result was observed. The assay's instructions for use (IFU) states the following, under limitations: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Siemens is investigating.

Event description:
The customer reports observation of reproducible elevated advia centaur ca 19-9 results for one patient which were discordant relative to alternate-method testing. An initial elevated advia centaur ca 19-9 result was reported for a 60-year-old male patient, and questioned by the physician. A repeat test using the same method produced a similar result, also above reference range. The sample was treated with peg 6000 and re-tested, producing a much lower result. The sample was also tested following manual dilution; elevated results were again observed at three different dilution levels. The same sample was tested using an alternate method, and a result below that assay¿s reference range was obtained. This lower result was accepted as correct. It was noted that this patient¿s results for advia centaur afp ,cea, ca125, psa and cpsa assays were within their respective reference ranges. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
MDR 1219913-2023-00201 was initially submitted on 2023-09-20. A customer from outside the united states reported observation of reproducible elevated advia centaur ca 19-9 results for one patient which were discordant relative to alternate-method testing. Additional information, 2023-09-26: siemens has concluded the investigation. Siemens reviewed and evaluated reagent, instrument, and sample data. Reagent and instrument issues were ruled out as quality control (qc) results were within expcted ranges, observed sample results were reproducible, and no issues were reported for any other patient samples. It was noted that significantly lower advia centaur ca 19-9 results were obtained when this patient¿s samples were pre-treated with polyethylene glycol (peg) 6000. Treatment of the samples with peg may have precipitated antibodies which were interfering with the advia centaur xp ca 19-9 assay. The sample is not available for to siemens for additional testing. Based on the available information, the most likely cause of the observed discordant results is a sample-specific interferent. The customer is operational. No product problem was identified.